Event description:
The patient had two chest tubes inserted for spontaneous pneumothorax. The pneumothorax had decreased to 5% and surgery was being planned. The pneumothorax increased to 20%. The surgeon thinks the dry suction chest drain malfunctioned. The surgeon changed the chest drain and the lung re-expanded. The surgeon documented "lung re-expanded with change in pleurovac. Will delay surgery and have product incident report filled out."